Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2014 with a bifurcated and a suprarenal aortic extension. During the standard 2 year follow up on (B)(6) 2016, computed tomography revealed lateral movement of the devices and slight increase in aneurysm size. On (B)(6) 2016, the physician performed a secondary intervention to correct the issues and seal the aneurysm. Patient is in stable condition.

Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the lateral movement and was not able to confirm the reported aneurysm sac growth. Additionally, the clinical evaluation was able to confirm a type 3b endoleak of the proximal extension and the overlap area of the main body. The clinical assessment was based on no medical records and adequate patient images. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. The event devices remain implanted in the patient and were not returned for further evaluation. The clinical evaluation found further evidence to reasonably suggest the following contributing factors to the reported event; off label use, patient anatomy, calcification in the aortic neck.